Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial implant. The physician encountered difficulty placing this lead. Lead dislodged upon initial placement in the atrium. Afterwards, the helix was unable to be successfully retracted when physician attempted to reposition it. Stated active fixation mechanism may have broken during procedure. Lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.